Event description:
It was reported that the device was explanted. The implant duration is unk. Pt's mother reported that the mitral ring was replaced with a competitor (st. Jude) device. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.